Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to over 400 mg/dl. The customer treated with a manual insulin injection. The customer did not eat this morning; she ate at 3 in the morning. The customer stated that her tubing has white dots; she was advised that the white dots can occur when the tubing is bent. Additionally, the customer's insulin was not at room temperature. Troubleshooting was declined; the customer only wanted help with a set change. No products were returned or replaced.